Event description:
The patient's nurse reported frayed wires on the power extension cable. The patient electronics device was replaced and no adverse consequences were reported.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. A product evaluation is not possible as the product is not able to be located. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.